Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced a myopic and astigmatic surprise. The iol was exchanged 10 days following the initial implantation for the same lens model, but half a diopter less power. Additional information has been requested.